Event description:
It was reported that the implant in site 26 was removed due to infection and bone loss. Site was bone grafted . Noted pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.